Event description:
It was reported that hhg sales rep was in a client's home doing a demo, with a partner homecare crank lift model # 52001 and a u-sling model # 50002 med. Rep did first nurse, and was demoing with second nurse; she was lifted up and when being lowered the strap gave away causing 2nd nurse to fall to the floor landing on her right elbow(this elbow has prior injury she has been in therapy and was doing well prior to this incident). Ra#15415 was issued, sling will be evaluated upon receipt.